Event description:
The patient's spouse contacted animas to report a low blood glucose (bg) reading of 51 mg/dl the week prior to contacting animas. The patient's wife stated the patient was "unresponsive" at the time of the low bg and she treated him with juice and sugar to help bring his bg back up. At the time of troubleshooting, the reporter confirmed the subject meter was set to the correct date and time; however some advanced settings were incorrect. Animas customer support assisted the reporter with changing isf to 1:20 from 1:6 (based on what was written on dr's order sheet) and changing bg target. Customer support noted that while reviewing pump history it was discovered that the patient had some unexplained bolus doses in history. The patient's spouse reported a bolus for 15u at 8:49am (date not listed), which she stated he did not deliver because he was not awake at that time. The reporter also stated the patient did not recall giving a 3.5u bolus at 9:12 am (date not provided). This complaint is being reported because the patient developed signs/symptoms suggestive of a serious injury while on insulin pump therapy.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.